Event description:
It was reported that during a laparoscopic adrenalectomy, the clips did not form properly when placed on the vessel. The case was completed with another device. There was no patient consequence.